Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom delayed keypad response. Delayed keypad response was confirmed and reproduced. This condition was found to be caused by a failed processor printed circuit board. The failed processor pcb was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a delayed keypad response. It was also reported there was no patient involvement.